Event description:
Additional information was recieved from the patient reporting that they called before for assistance in deleting the data but did not recall how. Agent reviewed data and assisted patient in deleting the data. Patient would call back if they need further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh9020tdd lot# serial# rf8t6019bnd implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via the implantable pump for intractable spasticity. The patient reported that the communicator was not holding a charge at all. Patient stated they had tried troubleshooting all sorts of different things except leaving it plugged in and using it and then having to plug it back in for a charge. Patient confirmed the blue light was on and the orange light was not lit up when unplugged. While on the call, patient was able to successfully connect to the pump and deliver a bolus. Agent reviewed general use of handset and communicator. Patient then clarified the issue was that it takes a long time to connect to the pump. Patient mentioned it takes about a minute on the 90%. Agent assisted the patient with clearing data. Patient stated the connection was much faster and did not encounter the issues they have intermittently encountered since almost the beginning. Patient stated the screen would get stuck on the searching for pump/no pump response screens. Patient would monitor call back if further assistance was needed.